Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead (B)(6) 2013; 6947m implantable tachy lead (B)(6) 2013; d314trm implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that at pre-discharge evaluation, it was noted that the atrial lead had fallen into the ventricle. It was also reported that the left ventricular (lv) lead appeared to have pulled back and had loss of capture in bipolar. The atrial lead was repositioned using a stylet and the lv lead was advanced over an interventional wire to a location with better thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.